Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin with 1 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm® volift¿ with lidocaine. The patient experienced ¿inflammatory induration¿ in the ¿bitterness folds¿ and ¿foreign body granuloma reaction¿ in the chin 4 months later. The patient was treated with solupred (3 cps in the morning for 7 days, 2 cps in the morning for 7 days, and 1 cp in the morning for 7 days), clarithromycin (500 1 cp morning and evening for 6 weeks), doxycycline (1 oo 1 tablet morning and evening for 6 weeks), and inexium 20 (1 tablet in the morning for 6 weeks). The event is ongoing. This is the same event and the same patient reported under emdr-01515 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5.

Event description:
Additionally, the patient was seen ¿with almost complete resorption of the granuloma¿ and ¿no more inflammatory signs.¿